Event description:
It was reported that the insulin pump has been converted into a (B)(6) loaner.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a cracked case near the display window corners were noted during the visual inspection. There was no button response due to corroded keypad traces.